Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that when the bd phaseal¿ injector luer lock n35j was disconnected from the connector, the needle was exposed. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the injector was disengaged from a connector, the needle was found to be exposed."

Event description:
It was reported that when the bd phaseal¿ injector luer lock n35j was disconnected from the connector, the needle was exposed. The following information was provided by the initial reporter, translated from japanese to english: "when the injector was disengaged from a connector, the needle was found to be exposed."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/26/2021. H.6. Investigation: one sample was provided to our quality team for investigation. Through visual inspection, the injector needle is observed to be exposed and the injector grips are moved from their original place. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. H3 other text : see h.10.